Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was presented feeling dizzy and syncopal. Upon further interrogation, lead measurements were within acceptable limits. The patient¿s heart rate was found to be in the 30bpm to 40bpm range on a 12-lead electrocardiogram and hospital monitor. No pacing spikes were observed and an eight second episode of asystole had occurred at the same time the patient felt syncopal. Automatic capture (ac) was on and threshold measurements were 3.5v during interrogation. The right ventricular (rv) lead exhibited intermittent loss of capture (loc) when the patient was sitting and standing. An xray was performed, however, was unremarkable, with good slack found in the leads. The device outputs were reprogrammed to 6.5v and pulse width was increased to 2.0ms. It was determined that the right ventricular (rv) lead had dislodged. The cause of this was unknown. A revision procedure was performed. It was found that the elft sided veins were occluded, therefore, a complete system was implanted on the opposite side of the chronic system. This rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.